Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed it was likely due to cold temperature. Also, discussed sending in data analysis to confirm that device is cleared for implant. The device was never in service. There was no patient involvement reported.